Manufacturer narrative:
Argus case: (B)(4).

Event description:
Accidentally swallowed less than half of the cleanser [accidental device ingestion] . Case description: this case was reported by a consumer via call center representative and described the occurrence of accidental device ingestion in a female patient who received denture cleanser (polident denture cleanser) tablet for product used for unknown indication. On an unknown date, the patient started polident denture cleanser at an unknown dose and frequency. On an unknown date, an unknown time after starting polident denture cleanser, the patient experienced accidental device ingestion (serious criteria gsk medically significant). The action taken with polident denture cleanser was unknown. On an unknown date, the outcome of the accidental device ingestion was unknown. It was unknown if the reporter considered the accidental device ingestion to be related to polident denture cleanser. Additional information: the adverse event information was received from call center representative via phone on 05-feb-2021: the consumer stated that "my family had used your polident denture cleanser for decades, but today accidentally swallowed less than half of the cleanser as medicine. What's going to happen, although the family also drank a lot of water".